Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 90 mg/dl while their blood glucose reading was 267 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 54 mg/dl. The suspend on low limit in the sensor setting was 60 mg/dl. They were advised to monitor and call back if issues persist. The sensor will be returned for analysis.